Manufacturer narrative:
D4 and h4 the lot#, UDI, and manufacture date are unknown. The customer reported a plum 360 with catalog number 30010 and serial number (B)(6), but this serial number was not found in our system. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted. H7 - if remedial action initiated. Since the serial number was not found, it could not be confirmed if this case was associated with a plum 360 battery recall such as z-2447-2024.

Event description:
(B)(6) complaint was received regarding a plum 360 that experienced unexpected shutdown. The report stated that the pump was powering off on a patient without warning. The unit failed to give a battery low warning. There was patient involvement and unknown patient harm. They have tested and confirmed this is due to battery failure, not pump failure, so they are not sending in the units to ICU medical. They are getting in a fleet of replacement batteries for all their pumps, so they do not require any additional batteries to be shipped for this case.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.